Event description:
It was reported that the pump battery couldn¿t be charged. The customer experienced an elevated blood glucose (bg) level of 540-549 mg/dl and diabetic ketoacidosis. Cause of high bg was not known. The bg was addressed via manual insulin injection. Customer reverted to an alternate method for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.